Event description:
It was reported that the patient implanted with this non-conditional pacemaker system had a fall and needed a magnetic resonance imaging (MRI) scan. Additionally, electrogram (egm) review was requested due to right ventricular (rv) loss of capture (loc) concerns. Two r-waves were blanked by atrial pacing (ap), followed by ventricular pacing (vp) with t-waves indicative of rv capture. One beat was marked as loc with a vp marker and backup pacing markers. It was unclear whether there was a t-wave present, however technical services (ts) noted that blanking periods were longer after backup pacing. The patient was not pacer dependent and rarely paced, so non-capture was unlikely. Additional information received reported that this pacemaker was explanted and replaced. No adverse patient effects were reported. Product return was requested. Additional information received reported that the physician did not believe that this pacemaker caused or contributed to the reported patient fall and the field representative denied any loss of capture. There were no product performance concerns associated with the lead, and the pacemaker was explanted and replaced due to elective replacement indicator (eri) before the MRI. The new pacemaker underwent the MRI scan, and was noted to be conditional system. The MRI scan was completed successfully with no known issues. The explanted pacemaker was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Correction to h6: device code off-label/a2304 was removed as the MRI was performed on the newer (conditional for MRI) system.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this non-conditional pacemaker system had a fall, and needed a magnetic resonance imaging (MRI) scan. Additionally, electrogram (egm) review was requested due to right ventricular (rv) loss of capture (loc) concerns. Two r-waves were blanked by atrial pacing (ap), followed by ventricular pacing (vp) with t-waves indicative of rv capture. One beat was marked as loc with a vp marker and backup pacing markers. It was unclear whether there was a t-wave present, however technical services (ts) noted that blanking periods were longer after backup pacing. The patient was not pacer dependent and rarely paced, so it non-capture was unlikely but confirmed. Additional information received reported that this pacemaker was explanted and replaced. No additional adverse patient effects were reported. Product return was requested.